Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rhino-laryngofiberscope distal end has no rubber. The issue was found during reprocessing. There was no report of patient involvement.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. In addition, the investigation found that the insertion part (a-rubber) came off. Based on the results of the investigation, the definitive root cause of the reported issue could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.